Event description:
Per dealer it is not known this broke but the right front frame is broken at the weld and the threaded insert is bent. Reportedly the end user had been out and the incident was noted later. No injury. The device has been repaired without further incident.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model mvps serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1106638, rev.b(oct-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident for further detail. The malfunction has not been confirmed.